Event description:
Clinical rationale: a 64 year old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage e underwent impella support. The patient had congenital anatomical abnormalities, and the device was placed via a right surgical axillary/subclavian arterial access. During support with pump 1, the clinical team reported a placement signal issue, limb ischemia and hemolysis occurring after initiation of impella support. Imaging was used to assess pump position; however, the adequacy of positioning could not be confirmed, and the device was not repositioned. ECMO was noted as a contributing factor. The device was not removed due to the failure mode and no product was returned. The patient survived to explant of pump 1 on (B)(6) 2026 and remained in critical condition. The patient was bridged to a impella 5.5 for additional support on the same day and remains in use at the time of reporting. Additional investigation, including review of the device download data, is required to determine a definitive root cause. The patient remains on support at the time of reporting. The impella cp will be reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Event description:
A 64 year old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage e underwent impella support. The patient had congenital anatomical abnormalities, and the device was placed via a right surgical axillary/subclavian arterial access. During support with pump 1, the clinical team reported a placement signal issue, limb ischemia and hemolysis occurring after initiation of impella support. Imaging was used to assess pump position; however, the adequacy of positioning could not be confirmed, and the device was not repositioned. ECMO was noted as a contributing factor. The device was not removed due to the failure mode and no product was returned. The patient survived to explant of pump 1 on (B)(6) 2026 and remained in critical condition. The patient was bridged to a impella 5.5 for additional support on the same day and remains in use at the time of reporting. Additional investigation, including review of the device download data, is required to determine a definitive root cause. The patient remains on support at the time of reporting. The impella cp will be reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. Update (B)(6) 2026 pump position was verified and appropriate, there was no repositioning needed. This pump was explanted earlier this week and will not be returned. That console is currently be used for another patient.

Manufacturer narrative:
H6: updated. The investigation is still ongoing.